Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that it was unknown when the patient first experienced the fall. They were asked to what extent the fall affected the patient¿s device/system and the rep stated they did not know how to address this question, but stated that the impedances were within normal limits. It was reported that the patient declined reprogramming as an action taken to resolve their pain. The pain had not been resolved. The patient¿s weight was unknown. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient had a fall months ago and an x-ray showed no lead migration. However, the patient had a new onset of thoracic back pain. No further complications are anticipated.